Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4/24/2025, an FDA medwatch notification was received via email. A facility representative reported that an ar-12990n scorpion needle broke intraoperatively, with a 2mm tip embedding in the lateral meniscus, confirmed through fluoroscopy and thorough arthroscopy. During suture passage, the tip of the knee scorpion needle broke off within the meniscus. Fluoroscopy confirmed the fragment was embedded in the lateral meniscus, and due to its size, location, and stability, along with the risks associated with removal, the decision was made to retain the fragment. The original intended procedure was right knee acl reconstruction using auto btb (bone-patellar tendon-bone), lateral meniscus repair, and right knee arthroscopy. The procedure was performed in (B)(6) 2025.

Event description:
Additional information received on 6/2/2025: the surgery was performed on (B)(6) 2025, utilizing a scorpion needle with a scorpion hand instrument, though the part and lot number remain unknown. The hand instrument functioned properly, with no damage or malfunction reported. The procedure experienced a 30-minute delay while attempting to retrieve a piece. Due to the extended duration, additional anesthesia was required.

Manufacturer narrative:
Additional information: b5, g3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.